Manufacturer narrative:
Product ID 3389s-40, lot# v425792, implanted: (B)(6) 2010, product type lead. Product ID 3389s-40, lot# v420227, implanted: (B)(6) 2010, product type lead. Product ID 37085-60, serial# (B)(4)implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37651. Serial# (B)(4), product type: recharger. The device was used for an off label indication. (B)(4).

Event description:
It was reported that the patient started having dystonia in diaphragm and ¿diaphragmatic spasms¿ on the day prior to this report. It was noted that the patient was implanted with both a deep brain stimulation (dbs) device for dystonia and a permanent lead for an advanced trial of an gastroenterology/urology (mgu) device for urinary dysfunction. The patient stated that she had to ¿take out trach tube¿ to breath. The patient stated that this had not occurred in a ¿long time.¿ it was later reported that it was unknown if the event was related to the patient¿s implanted devices. It was noted that the patient had talked to her movement doctor and implanting surgeon and had her dbs device interrogated by the manufacturing representative. It was found that the dbs device was performing correctly. It was later reported that it was believed that there may have been ¿cross talk¿ between the dbs device and the mgu device. The area of stimulation was then ¿shortened¿ by reprogramming the electrodes in order to ¿reduce this issue.¿ it was noted that the patient had no episodes of dystonia during the second week of the trial.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient noticed a return of some of her symptoms that she was using deep brain stimulation (dbs) for. The patient reported a dystonia storm four days after sacral nerve lead implant.